Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Reportedly, the pump was able to be charged with a different usb cable. In addition, the customer stated the pump touchscreen was delayed in responding to presses. The touchscreen was performing as intended at the time of the report. The customer's blood glucose level was 206 (mg/dl).